Event description:
A report was received that the patient¿s ipg was unable to hold a charge and was not operating appropriately. The patient will undergo ipg replacement procedure. Device malfunction was suspected.

Event description:
A report was received that the patient¿s ipg was unable to hold a charge and was not operating appropriately. The patient will undergo ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there will be no further course of action regarding the ipg replacement at this time. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was unable to hold a charge and was not operating appropriately. The patient will undergo ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient's battery was nonfunctional so it was replaced and was upgraded because the patient had not used it in over a year. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.